Manufacturer narrative:
Date sent to the FDA: 10/03/2008. Infection occurred - conclusion: no conclusion can be drawn at this time. This event reportedly occurred two years following device implant. Implantation studies indicate that coated vicryl suture retains approximately 75% of its original breaking strength at two weeks post implantation and the absorption of coated vicryl suture is essentially complete between 56 and 70 days post implantation. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reports that a patient developed an abscess two years following an unspecified surgical procedure. The surgeon opines that the suture will need to be explanted. No further information was provided.